Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited intermittent sensing and capture. A chest x-ray was performed to discover that the rv lead had caused cardiac perforation. During procedure to reposition the rv lead, the helix failed to extend.

Event description:
It was reported patient presented in clinic for follow-up due to discomfort from diaphragmatic stimulation. It was discovered that the patient's right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. Patient was stable.